Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012 plaintiff fact sheet received with part/lot information. Update - (B)(4) 2013 - medical records were obtained. Records indicated a large amount of metal debris and greenish appearing liquid, and massive osteolysis was noted. Also patient was re-implanted on (B)(6) 2012. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, discomfort and soreness which affects ability to walk, sleep, sit and move; infection of hip joint and high chromium and cobalt levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.